Event description:
It was reported that the event involved a male patient while in cardiology. The patient needed percutaneous coronary intervention (pci) with intra-aortic balloon pump (iabp) therapy. The vascular surgeon inserted the intra-aortic balloon (iab) through the sheath via left femoral artery with no issues. After approximately 5 minutes the central lumen was found unable to flush or aspirate. As a result, the iab and sheath were removed together as one unit successfully. A new iab was opened, prepped and inserted via the same insertion site successfully. There was no report of complications or injury. There was an approximate ten minute delay or interruption in therapy with no harm to the patient noted. The patient outcome is the patient expired. Per the vascular surgeon, the device did not cause or contribute to the patient's death. The patient expired three hours after the event. Per the m.d., the patient received therapy of percutaneous coronary intervention (pci) due to heart failure. However, the patient was too old ((B)(6)) to bear the pain of the therapy. His family finally decided to give up the therapy and then the patient expired. Additional information received on (B)(4) 2012 from the distributor stated that they did use heparinized nns with pressure bag.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.